Manufacturer narrative:
The product was not received for evaluation. Review of the photos provided confirmed the report of leakage from the white balloon. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible that the balloon was damaged while removing the device from its packaging or while handling the device. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. During manufacturing 100% inspection is performed to confirm that no leakage occurs while attempting to inflate the balloons of the device.

Event description:
It was reported that once the surgeon tried to inflate the distal balloon, he realized that there was a hole. Everything was fine during the pe-test. They didn't need to use another shunt due to patient's good condition. No injury was reported to the patient.